Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was in the emergency department for a driveline power fault advisory alarm. Log file review was requested which revealed power b driveline faults starting on 28feb2026 at 11:18 which continued for the remainder of the log file. The modular cable and system controller were exchanged. The modular cable pins were noted to appear clean based on the images provided. Exchanging the system controller and modular cable resolved the alarms.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline power fault alarms on the system controller (serial number (B)(6)) was confirmed via log file analysis. The log file captured intermittent power b broken controller fault flags beginning from 28feb2026 at 09:27:43. These faults progressed to activate driveline power fault alarms at 11:18:37. These alarms remained active for the remainder of the data capture. No other notable events were recorded. The pump operated as intended within the expected speed range throughout the data capture. Available information provided that the modular cable and system controller were exchanged to resolve the alarms. The driveline connector of the system controller was in unremarkable physical condition. No products were returned for evaluation. The root cause of the reported event was unable to be conclusively determined through this investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU), rev. D and the heartmate 3 patient handbook, rev. A are currently available. The current revision of IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 patient handbook (section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and auditory), including driveline power fault alarms, and the actions to take if the issue does not resolve. The heartmate 3 IFU, (section 8, ¿equipment storage and care¿), provides instruction on how to properly care for the equipment, including the system controller. The heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.